Event description:
It was reported that there was a loss of x-ray imaging mode while a patient was being scanned with an innova 2000 system. The patient was transferred to another system for treatment. During that transfer he got an hematoma on the leg and lost blood. Following that transfer, he got a blood transfusion.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.